Manufacturer narrative:
The device was received for evaluation. An event history log review revealed no indication of se 2130 (system over pumping (volume). However, review of the device logs revealed the reported issue of se1031 occurred. Internal and external visual inspection did not reveal any issues related to the reported condition. The sample analysis was performed and there was no device malfunction found that could have caused or contributed to the reported se 2270 and se 2130 alarm. The reported issue was not verified. A review of the device history record did not identify any findings related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro device experienced a system error 2130 (system over pumping (volume)) alarm. The patient was not connected at the time of the alarm. This occurred during an unspecified phase of peritoneal dialysis therapy. During the troubleshooting, the caregiver stated that the patient had been having se 2130 for the last few nights. The technical service representative assisted with ending therapy and the patient continued therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.